Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had a repeated recoverable error on arm 4. Prior to calling technical support, the customer had restarted the system, but the issue kept coming back. The tse reviewed the logs and could confirm error 23118 and 23138 pointing to a motor encoder that slipped on arm 4 axis 3. The tse guided the customer to move arm 4 around in all directions and to perform a power cycled including emergency power off (epo), but issue was not resolved. The tse instructed the customer on how to disable arm 4 and to continue with 3 arms. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system was ready for use without any problems both in the previous operating room, approximately 1.5 hours before the error occurred and during sterile draping. The customer confirmed that the system initially booted without error. The customer reported that the problem started after the trocar was inserted and docked on the patient when the associated instrument was to be coupled to arm. There were no technical solutions to the problem from intuitive surgical, inc. (Isi) on site and hotline representatives. The solution given by the hotline representative was to deactivate arm 4 and continue the operation with three arms. The operation was converted from the da vinci system to open since the surgeon had never tested the operation with only 3 arms. The surgeon determined that this not the time for experiments and it was decided in a consultation with another surgeon that it was in the patient's best interest to switch the procedure to open surgery.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to error 23118 and 23120. The system was tested and verified as ready for use. Isi requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient tolerated the change of procedure when it was converted to open. There patient did not experience any post-operative complications following the surgical procedure.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have error 23118, which was confirmed as having occurred in the field and was replicated. A log review recorded error 23118 pointing to the axis 3 motor encoder. The unit was tested on a patient side cart (psc) fixture test platform (pftp) where it failed the direction test. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.